Event description:
It was reported that the patient presented in the operating theater for an unrelated procedure. During the procedure, it was noted under fluoroscopy that the cardiac resynchronization therapy defibrillator had migrated down the left chest wall, which led to the dislodgement of the right atrial lead. The patient was short of breath and experienced fatigue upon exertion, prior to procedure. The patient was stable during and post procedure.